Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and loss of capture. Moreover, dislodgement was confirmed through an x-ray. In addition, during lead extraction the lead body broke away from the ring and tip of the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.